Manufacturer narrative:
Additional narrative: event occurred on an unknown date in 2021. Additional procode: gfa, hwe, hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in 2021, the 2.7mm cannulated drill bit broke. It is unknown when the issue occurred or what caused the breakage. No fragments were generated. There was no surgical delay. The procedure was successfully completed. There was no patient consequence. This report is for one (1) 2.7mm cannulated drill bit/qc 160mm. This is report 1 of 1 for (B)(4).